Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer did not have any available backup therapy and planned to contact their healthcare provider for guidance.